Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted the implantable cardiac monitor exhibited connection lost messages. The device's battery was believed to have prematurely reached end-of-life (eol). Further investigation on the remote transmission noted oversensing. No intervention was performed and the device remained implanted. The patient was stable.